Event description:
It was reported there was loss of capture at full output. Dislodgement was indicated. An attempt was made to reposition the lead, but the helix could not be retracted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: lead stretched; no electrical anomalies found. Full lead returned and analyzed.